Event description:
The pt presented with exertional dyspnea and an echocardiogram revealed severe aortic stenosis with elevated gradients. The valve was explanted and replaced with a 21 mm sjm mechanical valve. It was reported thrombus was observed on the cusps of the explanted valve. The pt was reported to be stable postoperatively.